Manufacturer narrative:
The device history record was reviewed and showed the product met the manufacturing and quality specifications. We were unable to perform a sample evaluation as the device was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report from (B)(6) stating, "during the washing procedure of the oral cavity of the patient, the sponge part comes of the swab and it remained into the patient's mouth . The nurse had to remove the sponge from patient's mouth. The patient did not have incident." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).